Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown and the genital haemorrhage and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, general abnormal bleeding discrepancy noted in insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown and the genital haemorrhage and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, general abnormal bleeding discrepancy noted in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporter information, patient demography and lab data was added. Previously added "injury" was replaced with " ectopic pregnancy ". New events " device breakage, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, other injuries/symptoms: migraine, device ineffective" were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("general abnormal bleeding."), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown, the genital haemorrhage, migraine and fatigue had resolved and the pelvic pain and adnexa uteri pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, adnexa uteri pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, general abnormal bleeding discrepancy noted in insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received- event fatigue was added. Outcome of the event pelvic pain was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.